Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d10, h3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: bent connector pins. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred before the procedure. A similar device was used to complete the procedure.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the visera elite ii video system center displayed error code e226. There were no reports of patient harm.